Event description:
During a bronchoscopy, patient undersupply of oxygen was observed. User stated that the device produced no ventilation pressure and delivered no o2 via the o2 emergency delivery.

Manufacturer narrative:
The device was checked and tested on site after the reported event and found to be fully functional. The logbook analysis revealed that the alarms for minute volume and "apnoe" have been posted during the relevant time, there exists no entry for a device failure. It was verified that the o2 emergency delivery was fully functional, but not activated by the user during the event. It was concluded that no device failure has contributed to the reported event.